Event description:
The user facility reported that after a completed cycle an employee was smoothing out a curled up corner of the instrument pack and obtained a chemical burn. The employee was sent to occupational health and ointment and a bandage was applied. Later in the day another employee was handling an instrument that was present in the pack and obtained an irritation on their skin. No medical treatment was sought or administered. In addition, other employees also handled the instrument pack and instrument and obtained white marks on their finger tips. No medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician inspected the unit and found the unit to be operating properly. The technician was unable to duplicate the reported event and no issues were noted. The technician ran a leak test which completed successfully and the unit was returned to service. The operator manual states (pp.1-2), "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." The employee handling the instrument pack was not wearing proper ppe as instructed in the operator manual. The operator manual states (pp.1-2), "when handling hydrogen peroxide, wear appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols) and observe all safety precautions. See vaprox hc sterilant msds, product label and package insert for additional handling information." A steris account manager visited the user facility and stated that the user facility was using incorrect wrapping techniques and placing wet instruments in the packs. The operator manual states (pp. 1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." Steris conducted in-service training on the proper use and operation of the v-pro max sterilizer.